Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient's mother claimed that the sensor wire remained stuck to the patient's skin upon removal of the sensor pod. At the time of contact, the patient's mother did not report any injury or medical intervention.